Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe 2ml ls the syringe disconnected from the needle and all diluent liquid was lost. The following information was provided by the initial reporter: nurse reported an incident with a syringe. In this event syringe disconnected from the needle and all diluent liquid was lost. A few diluent drops reached the powder but it was not enough to administered the drug to the patient. During the application was released from the syringe - broken syringe.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1702003p, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1702003p were used for additional evaluation. The product was visually inspected, no defects or damage was noted on any of the product. Tip verification tests are performed during manufacturing, testing was completed on the retained product and results were found to be within specification. Testing was completed connecting the retained samples to a bd 25gax5/8 needle and filling with water, no leakage was observed. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text: see section h.10.

Event description:
It was reported that during use of the syringe 2ml ls the syringe disconnected from the needle and all diluent liquid was lost. The following information was provided by the initial reporter: nurse reported an incident with a syringe. In this event syringe disconnected from the needle and all diluent liquid was lost. A few diluent drops reached the powder but it was not enough to administered the drug to the patient. During the application was released from the syringe - broken syringe.